Manufacturer narrative:
(B)(4). The device is unavailable. Additional narrative: per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted. A batch review was conducted. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter (B)(4) that the syringe used to fill one (1) basal/bolus infusor broke off during filling at the fill port. According to the report, "the tip of the syringe stuck into the filling port" as the device was being filled with fentanyl citrate. There is no patient involvement. No additional information is available.